Manufacturer narrative:
The returned scissors showing wear and a broken tip . Tip without knowing how the scissors was used or maintained, excess force applied to the tips of the instrument may have led to the tips breaking. This type of damage is typically the result of improper usage. The complaint is confirmed; root cause undetermined.

Event description:
A central sterial manager reported to integra that on (B)(4) 2018, the jarit carb edge scissor was used in an unspecified procedure on an approximate (B)(6) year old female patient.. Prior to surgery the tip of the scissor was in tack, however when the scissor was removed, the tip had broken off in the patient. The doctor was not able to locate the broken tip.